Event description:
In 2008, a lay user/pt contacted lifescan (lfs) alleging that an onetouch ultra meter had an er2 message and was reverting to setup mode after the battery was replaced. The medical affairs specialist (mas) was able to contact the pt to obtain add'l info. On two days earlier, after replacing the battery on the subject meter, the pt was reportedly getting the er2 message and then it reportedly was reverting back to setup mode. The pt does not have a backup meter to test her blood sugar with. She tests her blood glucose three times a day: in the morning before having breakfast, in the afternoon, and again at 5:30 pm. As a result of the alleged meter issue, the pt reportedly continued with her usual dose of diabetes regimen, which consists of 35units of humulin 70/30 in the morning and also 30 units at night before going to sleep regardless of meter results. On the next day in the morning, the pt mentions symptoms of shaky and throwing up and was "eating anyways" because she thought her blood glucose was low. Later on the day at 2:30 pm, the pt had a regular doctor's appointment and they reportedly tried to test her blood sugar on their meter but were not able to obtain a reading. The pt claims that her healthcare professional sent her to the hosp because she was "not feeling well" and her blood glucose was "high". At the hosp, blood glucose of "780 mg/dl" was reportedly obtained and the pt was immediately treated with a shot of 5mg of insulin r and had insulin drip in her vein. The pt was released from the hosp the following day. This was not a new out of box prod. The testing technique was correct and the test strips were in good condition. The issue was resolved when a retest was performed. This complaint is being reported due to the following conclusions: the pt reportedly obtained a "780 mg/dl" blood glucose reading on the hospital's meter and was reportedly treated for hyperglycemia after the alleged meter issue began. The pt's products are being replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.